Event description:
On (B)(6) 2010, pt reported there has been insulin ingress. Pt stated he wears scrubs and changes a lot. Pt reported during that time, his infusion tubing can come loose and insulin drips out into the cartridge compartment. Pt stated it is not a large amount. Pt reported it is not enough to pour out. Pt stated he takes a cotton swab and gets it out. Pt reported he does not attach the infusion tubing when he puts the insulin cartridge into the infusion device; he attaches it afterwards. Advised to attach the infusion adapter and the infusion tubing before putting the insulin cartridge in the infusion device. Pt stated there is not a leak, but the infusion tubing does come loose and that is where the insulin comes from. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.